Manufacturer narrative:
Surgical notes, dated (B)(6) 2012, stated that the liner for the head came loose while removing an osteophyte along the anterior rim of the acetabulum. The liner was re-centered and seated within the shell. F/u notes, dated (B)(6) 2015, stated the pt heard noise from the hip with no pain associated with the noise. It was noted that the noise sounded like knuckles cracking and occurred when walking or during sexual activity. The noise was reported to happen intermittently but had been getting more frequent. The pt has not limited any activities in any way as a result of the noise. It was noted that the noise was not able to be recreated with aggressive/passive motion. The tha was noted to be well-fixed with excellent positioning, and no evidence of breakage, loosening or wear. The mfg records have been reviewed and found no anomalies at the time of mfg. With the info provided, a definitive root cause of the noise cannot be determined.

Event description:
It is reported that the pt is experiencing occasional noise in hip during walking.